Event description:
It was reported the ez45b was used during a radical hysterectomy, shaudra procedure. It was reported the surgeon was stapling the para-aortic lymph nodes retroperitonally through a groin incision. The device was fired three times on the pt's left side to sample the left nodes. When the surgeon went to fire the device on the pt's right side the device jammed. The device was reloaded with another zr45b and the device jammed again. Another ez45b was opened and the device jammed. The pt did lose some blood. A third ez45b was opened, the bleeding controlled, and the case completed. There was no consequence to the pt.